Event description:
It was reported that the customer was experiencing low blood glucose. It was stated that a self test was performed and passed. It was stated that the customer tried to deliver a few boluses and the insulin did not exit, but it was recorded in the bolus history. It was stated that when the infusion set was changed the insulin started shooting out and the customer got no alarm. The customer was instructed to run a bolus and the insulin exited. It was stated that the customer requested a replacement of the insulin pump. The customer's most recent glucose reading was 58mg/dl, and she has treated with food. During the call it was stated that the customer went to the emergency, but not admitted. It was stated that while the customer was waiting in the emergency room, she treated her low glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.